Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens haptic was noticed bent upon insertion into the eye and the bottom of the cartridge had hole in it. The appropriate cartridge and injector were used. The surgery was completed using the back up intraocular lens. There was no intervention or complications intra-op or post-op. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 3/11/2019, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was returned stuck in a cracked 1mtec30 cartridge. Some traces of what appears to be balanced salt solution and/or viscoelastics are observed in the cartridge. The cartridge conditions suggest that the cartridge could have been broken with the handpiece push rod. A portion of the les is out of the cartridge. The position of the lens in reference to the hole in the cartridge suggest it may have been overridden by the handpiece pushrod. The portion of the lens out of the cartridge is torn. The trailing haptic is not folded and bent. The reported cartridge crack and haptic damaged was verified. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.